Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported having elevated blood glucose (bg) levels ranging from the "200's" mg/dl to "hi". The patient claimed that she had symptoms of nausea, frequent urination, and increased thirst. The patient was started on injections of levemir and novolog after the issue began midnight and her bg level lowered to "150 mg/dl." Through troubleshooting, the patient noted that the cartridge in the pump appeared to be damp and insulin was leaking into the cartridge compartment. There was a strong odor of insulin coming from the cartridge compartment. The cartridges were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had cartridges that were leaking insulin and she developed an elevated bg level and symptoms suggestive of a serious injury.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.